Event description:
It was reported that a peritoneal dialysis(pd) home patient (hp) acquired peritonitis and subsequently passed away. The hp had numerous hospitalizations (reasons and dates unspecified). Eight days prior to death, the patient was admitted to a clinic (reason unspecified). Two days later, the hp experienced peritonitis and sepsis and was transferred to another hospital and was admitted for the events. On an unreported date, the hp was treated with broad spectrum antibiotic therapy for peritonitis and sepsis. The cause of peritonitis was unknown. Six days prior to death the hp discontinued the dianeal and extraneal therapies and was switched to hemodialysis. Subsequently, the hp died due to post surgery complications and severe ischemic bowel disease with mural infarction (onset dates not reported). An autopsy was performed and the results were awaited. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition of peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).